Manufacturer narrative:
Result - footboard.

Event description:
It was reported by service report that the footboard is cracked and has sharp edges exposed. It is unknown if there was patient involvement or if there are adverse consequences to report.